Event description:
It was reported that intermittent loss of capture on the ventricular lead was observed. The patient is pacemaker dependent and was symptomatic with pre-syncope episode. A chest x-ray showed that the lead appeared to be in the same position as it was at implant. The physician suspected a micro-dislodgement and repositioned the lead on (B)(6) 2017. The patient was stable. At the two week post-procedure follow-up, high capture threshold was noted. The physician made the decision to explant and successfully replaced the lead. There were no adverse consequences to the patient.

Manufacturer narrative:
A complete lead was returned in one piece. The damage found was sustained during the surgical procedure. The lead was otherwise normal.